Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacturer representative (rep) regarding an implantable neurostimula tor (ins). It was reported that patient had a short, 50 ohms, on contacts 0-3. No symptoms or further complications were reported.